Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: a manufacturing review was performed and reported on initial MDR. However, the methods code was not indicated therein. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post implantation of an im nail, a patient was brought to the or for revision surgery of an im nail of her femur. Original surgery was done at a different hospital by a different doctor back in (B)(6) 2014. Original surgery was a femur fx and was repaired with a long tfn. Patient fell on it last week and fractured in the distal third of her femur and she broke the distal interlocking screw in the nail. This nail was removed as well as the helical blade, and one unknown 5.0 locking screw that was broken right in the middle of the screw. No size or lot # is able to be retrieved. The removal of the broken screw went smoothly, as well as the removal of the nail and helical blade. Patient status outcome was good. The surgeon revised with a larger nail and the surgery was successfully completed without delay and/or additional medical/surgical intervention. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Exp. Date september 2022. Original implant date unknown, reported sometime in (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR) revealed no complaint related anomalies. The manufacturing DHR shows this lot of ti tfn helical blades was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformances or rework noted. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.